Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in-clinic for follow up. The device was exhibiting post-paced t-wave oversensing on the ventricular channel via review of real-time egm. The ICD was reprogrammed and remains implanted.